Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the cable that connects the internal paddle set was broken. There was no patient involvement.